Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping from the infusion set tubing or cartridge tubing during the load fill tubing sequence. Customer's blood glucose level ranged between 140-141 mg/dl. A cartridge change was performed resolving the issue.